Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate and a minimum fill notification was received after the cartridge was filled with 300 units of insulin. Customer's blood glucose was 229 mg/dl. Customer changed the cartridge to resolve the issues. Customer continued to use pump for insulin therapy.